Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, field engineer, following-up at the site, reported the open spine clamp screw head is worn out. Suspect part not returned to manufacturer for analysis. Part not returned to manufacturer.

Event description:
A medtronic representative reported a spine clamp with a broken screw. There was no patient present when this issue was identified.

Manufacturer narrative:
Provided lot number and device manufacture date.the device was returned to the manufacturer for analysis and showed signs of slight physical damage but was in good condition. The adjustment screw was not broken (as reported), the threads were clean and the screw head was undamaged. The movement of the screw was normal. The retainer ring on the tip of the screw was stretched allowing some play in the movement of the clamp face. The clamp face was only slightly bent. Overall, the clamp was fully functional and testing by medtronic personnel was unable to confirm the reported event. The device was replaced to resolve the issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.